Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that she was always on the road for work and could not be looking for a bathroom all the time. The patient had a loss of bladder control and ¿fullness.¿ the patient stated that prior to implant ¿she would use the restroom and then ten minutes later, her bladder was ready to explode again.¿ the patient noted that she felt the therapy did work as ¿her bladder did not feel as full at times.¿ however, the patient went on to state that therapy was no longer helping and she felt ¿full, drip, or nothing.¿ the patient mentioned that she had a urinary tract infection (uti) and was on cipro. The patient noted that this ¿made her feel better and she was feeling good,¿ but was unsure if it was the antibiotic or the device that made her feel better. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0c2c9, implanted: (B)(6) 2013, product type: lead. (B)(4).